Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: upon visual inspection of the complaint device it can be seen that the received instrument is in a good condition with no visible damage at all. Functional test: a functional test together with product development (sustaining engineering) was performed. Another a2fn set was available to reproduce the complained issue. The returned instrument passed the functional test successfully. The drill sleeves and as well the drill bits met the nail holes as intended. No interfering could be detected. Based on this the complaint is rated as unconfirmed. Document/specification review: the article has passed the function test, no issue could be confirmed, and therefore no document/specification review is needed. Dimensional inspection: the article has passed the function test, no issue could be confirmed, and therefore no dimensional inspection is needed. Summary: there is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide (dsem-trm-1015-0537-1). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.350, lot: 3788253, manufacturing site: hägendorf, release to warehouse date: 23.may 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral diaphyseal fracture with antegrade femoral nail (afn). During distal locking, the surgeon could not insert a screw into a hole for static locking because a drill interfered with the nail, when he used the aiming arm, the connection screw and the insertion handle in question. He inserted a screw into the hole for dynamic locking and finished the surgery. There was no problem with the nail insertion and the connection screw was not loosened. The surgery was delayed by less than thirty (30) minutes. Patient outcome is reported as stable. No further information is available. This report is for one (1) aim-arm f/a2fn. This is report 1 of 6 for complaint (B)(4).